Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the pins on the battery pca are bent. Was no reported patient involvement.

Event description:
It was reported that the pins on the battery pca are bent. There was no reported patient involvement.